Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that 3 days prior to the day of report (dated (B)(6) 2018), in the morning her son's infusion set was changed before school. Further, she stated that her son's infusion set's tubing had detached, while she was unwinding the tubing. Moreover, the patient had lot of pain during insertion. Reportedly, his blood glucose was high around lunch time. Upon visual inspection, of returned used devices (1 set / 1 serter), it was found that the set was detached from the tubing connector and a drop of glue was found on tubing connector. No further information available.